Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failure alarm twice and insulin pump's screen was blank as well. Customer reported that they were able to clear the alarm. Customer was able to complete rewind. Customer was advised to perform self test and self test did not pass. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device powered up properly after battery installation. Device passed the displacement test, sleep current measurement and active current measurement and self test. All currents within spec range. Device was monitored for several hours and no unexpected blank display alarm noted during testing. However, pump error 63 alarm confirmed in the device history due to broken trace at keypad assembly.